Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support and experienced an arrhythmic event, hematuria, thrombus and a stroke. The patient would eventually pass away. The patient presented to the emergency room with chest pain and shortness of breath. The patient underwent a cardiac catheterization which revealed multivessel disease. The left anterior descending artery was the culprit and stented. The decision was made to place an impella cp and swan which was successfully place. Due to the patient's ejection fraction percentage, the plan was to transfer the patient to a different hospital for advance heart failure work up. Approximately nine hours later, there were suction alarms. The patient was moving and was tachycardic. The impella cp was repositioned initially measuring 5.2 centimeters with suction alarms and after repositioning measuring 3.3 centimeters within mid left ventricle and free of structures. The performance level was at p-7. It was noted that urine was previously pink tinged but cleared to yellow. The patient was accepted at the higher level of care hospital and planned for transfer, which was completed. The following day it was noted that the patient had undergone a computed tomography angiogram which was positive for a cerebral vascular accident. The patient was unable to move the left side. The care team is unclear as to where the clot originated and was noted that the patient did not receive pre-impella cp placement angiogram. Eventually, the patient expired.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Manufacturer narrative:
Stroke: the root cause of the stroke/cva was unable to be determined due to insufficient clinical details. Thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details. Vf/vt/af/at: the root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. Hemolysis: the pump was not returned. Data log review showed suction alarms mostly resolving after a placement signal spike, around the time pump noted to be repositioned. The cause of the hemolysis was most likely improper positioning of the device as repositioning the pump from 5.2 to 3.3cm resolved the issue.